Event description:
The pt experienced a loss of therapeutic effect starting one month ago. She was having "accidents" and did not feel the stimulation. It was noted she fell off the toilet onto the floor 3 months ago, but that the stimulation still seemed to be working after. The device was not checked after the fall. The pt was at home in good condition. She was re-directed to her healthcare professional. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).